Event description:
It was reported that the device exceeded the set operational speed. A more than 90% stenosed eccentric shaped target lesion was located in a severely tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink plus was selected for use in a percutaneous transluminal coronary angioplasty. During procedure, it was noted that the device could not burr and the machine was getting stalled. The operational speed was set to 140,000 rpm while the maximum speed reached was 190,000 rpm. The event was not resolved and it was cancelled. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The burr catheter was attached to the advancer when received. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination that the shaft inside the advancer is bent. Microscopic examination revealed that the annulus is damaged. Functional testing was performed by rotating the drive shaft and it was unable to rotate. Blood was found inside the housing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device exceeded the set operational speed. A more than 90% stenosed eccentric shaped target lesion was located in a severely tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink plus was selected for use in a percutaneous transluminal coronary angioplasty. During procedure, it was noted that the device could not burr and the machine was getting stalled. The operational speed was set to 140,000 rpm while the maximum speed reached was 190,000 rpm. The event was not resolved and it was cancelled. No patient complications were reported and patient was stable post procedure.